Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and verified that the device was not responding. After reviewing the log file, it is found that there is a voltage error. Rse found that issue was found in hospital mains. The connection cable was adjusted. After adjusting the connection cable, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device did not respond and needed to be rebooted several times. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.